Event description:
It was reported that the surgeon noticed there is a bleeder on pa staple line when he is trying to place a green stapler to transect the last portion of specimen. He able to identify the bleeder and suture it. The bleeder was from the middle of staple line. The surgery is left upper lobectomy.

Manufacturer narrative:
(B)(4). Batch # 479a67. Additional information was requested and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? 2 malformed staples on the middle of 35mm staple line and bleeder out from there. How was the bleeding controlled? Controlled by suture. How much blood was lost (ml)? 2 litre. Did the patient require a transfusion? Yes. 4 pint full blood and 4 pint of fresh frozen plasma. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Extended hospital stay as he may need tracheostomy after the operation but not due to the bleeder, patient's lung parenchyma is weak and under patient's factor. No reoperation needed for that particular bleeder. What is the most current patient health status and condition? Pt currently still in ICU for monitoring. What was the indication for surgery? Tumor on the lung. What was the procedure? Vats left upper lobectomy. How was the post-op bleeding identified? No post-op bleeding. How many days postoperative was the bleeding identified? N/a. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was the bleeding intraluminal or extraluminal? Bleeding on the pulmonary artery. Were there any issues with staple formation throughout the procedure? Surgeon mentioned that the staple ¿give way¿ which is at the middle of the staple line. Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Yes. Did the patient receive any pre-op chemo or radiation? N/a. What is the current patient status? Transferred to normal ward and still weak. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (a) was returned with no apparent damage and with two reloads present. The reload (c) was received fully fired. The reload (d) was received unfired. The device was tested for functionality in the straight position with a returned reload (d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. B3: date of event is 2022, event date is 7 and month unknown.